Event description:
Infant heel warmer activated and placed on newborn's left foot to prepare for pkv test. Warmer was unwrapped loosely around the foot/heel and secured on top of foot with tape. In place approx 3 (three) mins. When removed, fluid filled blister was noted. Had total of 3 (three) blisters appear, covering approx 40% of entire foot with surrounding redness.